Manufacturer narrative:
Investigation summary: an evaluation of the kangaroo pump was performed. Upon visual inspection, the unit was found damaged and the reported issue was confirmed. The root cause was determined to be due to a counter-rotating and noisy gearbox. The gearbox was replaced. The damaged front and rear cases, membrane panel, auto sonic sensor, knob and deteriorated battery were also replaced. A corrective and preventive action was previously opened. This complaint will be evaluated to determine if additional corrective actions are required for continuous improvements.

Manufacturer narrative:
An investigation is currently underway, the results will be shared upon completion.

Event description:
The customer reported that the unit flow rate exceeds the set rate. There was no patient harm.